Manufacturer narrative:
Concomitant medical products: product ID 977d260 lot# serial# (B)(4) product type screening device product ID n EU_unknown_lead lot# serial# unknown product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that they learned today from the trialing physician¿s office that the patient had never been discharged from the hospital like originally thought. The trialing physician just learned today that the patient had another MRI yesterday because of their persistent and continued back pain and the MRI revealed and epidural hematoma. The doctor performed a laminectomy and decompression of t9-t1 yesterday july 31st. It was indicated that this was all the information the rep had to report. The serial number of the external neurostimulator and lead were provided. It was also indicated that a third lead was used, but the account could not locate the sticker. The equipment was owned by the account. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# unknown, product type: screening device. Other relevant device(s) are: product ID: 977d260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) via a manufacture representative (rep) regarding a trial patient with a wire less external neurostimulator for an unknown indication for use. It was reported that the patient had completed a spinal cord stimulator trial, but after the patient returned home, they took a nap and when they woke up they had extreme pain in their lumbar area where the epidural needles were placed. The trailing physician¿s office was contacted and the patient was instructed to report to the emergency room for evaluation and lead pull. The trial leads were pulled and an MRI of their back was performed. The MRI was negative, but the patient was admitted to the hospital for observation and extreme pain. It was indicated that the patient remains hospitalized for extreme pain and difficulty ambulating secondary to this pain. There were no environmental factors that contributed to the issue. The issue was not yet resolved at the time of the report. The leads were discarded by the customer so they would not be returned for analysis. The event occurred on (B)(6) 2019. No further complications were reported/anticipated.